Event description:
A medwatch email was received on 30 august 2023, reporting the incident with unknown sjm trifecta valve. MDR report #: mw5120704. It was reported that in (B)(6) 2017, a unknown sjm trifecta valve was implanted in a patient. Early valve failure was reported on an unknown date. There was severe prosthetic aortic valve regurgitation, secondary to structural valve degeneration involving the right coronary cusp. The device was explanted in (B)(6) 2023. Patient status is unknown

Manufacturer narrative:
An event of explant due to severe aortic valve regurgitation and structural valve degeneration was reported. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter also could not be confirmed as the valve was not returned for histopathological examination. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.